Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reporting a customer who states they are getting too many false negative results that are confirming positive on pcr. Attempts were made to gather more information from the customer with no success.